Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a phenom catheter was kinked at the distal end. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for a giant aneurysm. The patient¿s vessel tortuosity was severe. The access vessel was the femoral artery (diameter 8 mm). The left internal carotid c4 segment of the brain had a huge aneurysm, and the blood vessels were extremely tortuous. The surgeon pushed the guidewire in place multiple times but it failed to reach the distal blood vessels. After that, the tip was reshaped and the guidewire was in place again. The pipeline stent was delivered. When the stent was delivered to the neck of the aneurysm, the stent and the microcatheter fell into the aneurysm cavity. After removal, it was found that the distal end of the microcatheter was kinked. Through the catheter exchange technology, the stent was transferred to a new microcatheter and finally deployed. The catheter was flushed as indicated in the IFU. There were no patient symptoms or complications associated with this event. Additional information received reported multiple pipelines were not being used when movement occured. There was no friction or difficulty during delivery or positioning. The device jumped during deployment. The tip of the catheter moved during deployment. There was catheter kickback during positioning of the pipeline.

Manufacturer narrative:
Product analysis # (B)(4): equipment used: vis (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5). As found condition: the phenom 27 catheter was returned for evaluation inside a biohazard bag and a shipping box. Visual inspection/damage location details: the catheter tip and marker were examined; no damages were found. The catheter body appeared kinked at 3.2cm and 24.3cm from the distal tip and 7.6cm from the proximal end of the hub. No flash or voids molded were observed in the hub. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found to be patent. Conclusion: based on the analysis findings, the customer report of "catheter kickback" and "difficult navigation" could not be confirmed and the cause could not be determined. However, the customer report of "catheter kink/damage" was confirmed as the returned catheter was kinked at several locations. The cause of the damages could not be determined. Possible cause includes severe vessel tortuosity. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.